Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape form manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit not being returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patients ipg reached end of life on an unknown date. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.